Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/9/2023, a patient called inquiring about the complications of a distal bicep button tension slide technique using an ar-2260bc biocomposite distal biceps repair implant system. The patient had a procedure in which arthrex products were implanted but did not know the part numbers. No allegation of product deficiency or adverse event was reported within this inquiry. Additional information provided on 8/14/2023: the patient reported having undergone surgery on (B)(6) 2023 and has been unable to move the hand or lift the fingers since the procedure. The patient went back to the surgeon to discuss the symptoms and was advised to wait three months before performing further testing. No further information has been provided.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.